Manufacturer narrative:
Investigation summary: bd received 1 sample and 2 photos for investigation. The photos and sample were evaluated by visual examination and the indicated failure mode for fm in gel with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer stated: "the following issue was found in the tube; there was foreign matter found in the gel x1 tube."